Event description:
During a robotic case involving trocar ports, a disposable trocar had a piece broken off that was found inside the patient. This small rubber piece must have broken off as the bedside assist was moving instruments and sponges in and out of the patient. We are lucky we saw this small piece in the body and were able to remove it. No parts were left in the patient, as the scrub nurse aligned the broken piece with the rest of the trocar and all pieces were accounted for